Event description:
Additional information received reported that the patient's neurostimulator was explanted due to pocket erosion.

Event description:
It was reported that the patient's ins needed to be repositioned as her incision "kept opening" because it moved around because of a "weight issue". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v680794, implanted: 2011 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was morbid obesity causing wound opening, and healing problems. The patient also experienced pain. It was later reported that there was no apparent infection or erosion, and the ins was surgically moved to the other side of the body on august 22nd. The patient was getting good therapy otherwise and was happy with the device, but it was noted that the wound healing problems were repeated and an allergy test was planned. It was again reported that the problems were not believed to be related to infection, however a week later it was reported that the device had to be moved three or four times due to infection, and the patient still had a chronic wound at the original implant site that the hcp planned to treat with vac therapy. The reporter noted that she had not seen the patient yet, and was reporting what she was told by the patient's home health.